Event description:
Describe event, problem, or product use error: patient reported his device stopped working. Unknown if device is available for return. No further information. Diagnosis for use: "chronic obstructive pulmonary disease, u."